Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2 had failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed. A field service engineer arrived on site but could not access room due to surgery in progress, so call was postponed. Upon gaining access, inspected station and found no problems. Technician verified door operation through inventory with nurse as witness. No issues reported. The system functioned as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 2 had failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.